Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) display turned white and no information was visible on the monitor. The pump was replaced with another unit by the clinical specialists. No harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the display assembly, which resolved the issue. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
E1 - event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.